Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device worked for 5-6 firings during a laparoscopic roux-en-y gastric bypass procedure. However, when the tan reload was loaded, the device would not fire. The tech tried trouble shooting and reloaded with different reload but still would not fire. The handle was then replaced, using the same reload, to resolve the issue in order to complete the case. There was no patient injury.